Event description:
It was reported the display on the external pulse generator (epg) was "bad." The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding. Upper case and battery drawer are broken. Side bail covers, ring cover, two case screws, ring cover screw, side bails, and ring are missing. Lead flex cover is contaminated. Battery contacts are compressed.